Event description:
It was reported that during a low anterior resection procedure, after firing the stapler, some unformed staples were found on the specimen. It was reported that the staples were not in the b-shape form; some of them were still in the rectangle shape. It had no immediate impact on the procedure on that day. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.